Event description:
It was reported that, during ureteroscopy procedure, the fiber broke and burned physician. It was noted that fiber was laying on patient's leg with no tension when it broke. The burn to physician was a small abrasion that did not require medical attention. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that, during ureteroscopy procedure, the fiber broke and burned physician. It was noted that fiber was laying on patient's leg with no tension when it broke. The burn to physician was a small abrasion that did not require medical attention. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke and burned the physician. The fiber was laying on the patient's leg with no tension applied when it broke. It is unknown if and how the physician was treated for the burn. The fiber was replaced and the procedure was completed. There were no patient complications reported.